Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2188 implantable pacing lead 2002 (B)(6); 1388t competitor implantable pacing lead 2002 (B)(6). (B)(4).

Event description:
It was reported that during a routine device change out, the right ventricular (rv) pacing lead exhibited noise when attached to the new device and when tested with the analyzer which inhibited pacing. The rv pacing lead was capped. The pace sense portion of the existing rv defibrillation lead was then connected to the new device. No patient complications have been reported as a result of this event.